Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 31-jan-2019 and installed at the customers site on 03-apr-2019. A lumenis service engineer visited the site two (2) days after the reported event and examined the laser system. The engineer discovered broken upper front cover. Powered the system on and ran self-test without error. Inspected and cleaned optics. Adjusted near alignment. Attempted adjustment of the far alignment, beam spots were all miss shaped. Removed and repositioned fiber focus lens cell assembly. While lens cell assembly was removed, noticed a small imperfection on combiner lens. The engineer ordered replacement parts and will return to replace the broken upper front cover, fiber focus assembly and combiner lens. The engineer returned and replaced the faulty parts updated software to the latest version, (B)(4) per (B)(4), performed preventive maintenance and after verifying that the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. A review of system risk files ((B)(4)) revealed risk #2.3.1; optical misalignment failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the patient was awakened from anesthesia & the procedure was subsequently cancelled. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. According to the gso expert the fiber focus assembly is integrated into the top cover. It means that the broken top cover explains why the system lost the alignment. Lumenis believes the most probable root cause to be "operational context caused or contributed to event" and therefore no farther investigation is needed. Lumenis is closing this complaint but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a ureteroscopy procedure in which a lumenis pulse 120 laser was being utilized with fibers, "the fibers began breaking". The laser was pushed aside after seven fibers were used. Unable to complete the procedure, a stent was used and the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.